Manufacturer narrative:
This report is a response to uf report # (B)(4) which was reported to amt by the initial reporter on 01/04/2021. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt reached out to the reporter and retrieved the failed device for analysis. The device was analyzed and the reported failure was confirmed. A device history review was performed for the lot with no anomalies detected in the record. Based on the provided information, the reported problem did not occur due to a manufacturing defect, but due to a combination of excessive stress and patient/environment usage conditions. Complaint # (B)(4) was assigned to this report. We will provide additional information to the FDA additional information is able to be obtained and its analysis changes the conclusion of this report.

Event description:
The following information was provided by the original report in report #: (B)(4): "event title: applied medical technology g-jet gastric-jejunal low profile tube 14fr, 1.2cm x 22cm ref gj-1412-22. Describe the event or problem: gastric jejunal tube placed on (B)(6) 2020 malfunctioned and had to be replaced today. The plastic ring in the port where tubing attaches to the jejunal section broke and fell out and tubing would not stay in to allow child to be fed. Operative report: date of procedure: (B)(6) 2020. Preoperative diagnosis: digeorge syndrome and feeding difficulties. Postoperative diagnosis: digeorge syndrome and feeding difficulties, as well as malfunction of gastrojejunostomy tube. Procedure: percutaneous endoscopic gastrostomy tube change to gastrojejunostomy tube. Description of procedure: the patient was taken to the procedure room, placed on the table in the supine position. He received mask and then IV anesthesia. IV was placed in the patient's right hand. The preexisting 14-french 1.2 cm, 22 cm gastrojejunostomy tube was addressed. A guidewire was inserted into the j-port approximately 30 cm. Following this, the scope was then used to intubate the esophagus and advanced into the stomach to observe the change-over in the stomach. Once the wire was inserted and placed distally to the gj tube, the existing gj was removed and then, over the guidewire, a new 14-french 1.2 cm, 22 cm in length gastrojejunostomy was threaded over the wire. The scope being in place was able to demonstrate that the tube was transpyloric without tortuosity within the stomach. In fact, approximately 3 to 4 cm only traversed through the stomach. The scope was withdrawn back to the esophagus, which demonstrated normal mucosal lining. The stomach was decompressed. The balloon was insufflated and the scope was removed from the patient. He was allowed to awaken and taken to the postanesthesia care unit for recovery. Complications: there were no complications. What was the original intended procedure? : (B)(6) 2020 egd (endo) esophagogastroduodenoscopy w/directed placement of percutaneous gastrostomy tube [43246 (cpt®)]. (B)(6) 2020 small intestinal endoscopy with conversion of percutaneous gastrostomy tube to percutaneous jejunostomy tube [44373 (cpt®)]. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working".